Event description:
It was reported that customer experienced cgm error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, confirmed error did not recur, successfully started new sensor session, loaded new cartridge, and resumed insulin delivery.